Manufacturer narrative:
Factory service did not confirm the report of display missing segment. The universal interface (ui) printed circuit board (pcb) was replaced as a precautionary action. The unit passed testing.(B)(4).

Event description:
Covidien received a report that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.